Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs, however, provided lot information for review. Production history records for the reported lot were reviewed. All in-process quality checks indicated passing results. The reporter stated pieces of foam remained adhered on the suction oral toothbrush stick. This indicates glue coverage was present. No work orders were initiated during manufacturing related to the gluing process. A labeling review of the finished good was performed. The instructions for use state, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. Without the returned product, photographs, or further information, a definitive root cause could not be determined. There is insufficient evidence to conclude that the reported issue could be attributable to a product defect or manufacturing operations. Discarded by facility.

Event description:
Report received of a malfunction resulting in a suction oral toothbrush foam disengagement. On (B)(6) 2019, oral care was performed on a patient. The reporter stated the green foam disengaged from the back of the suction oral toothbrush while in the patient's mouth. Reporter stated the disengaged foam was successfully retrieved and no injury occurred. Reporter stated patient was intubated, sedated and no biting occurred. Reporter stated partial pieces of foam remained adhered to the back of the suction toothbrush. The device was discarded and no pictures were available. Lot information was provided. Although requested, no additional information was available.